Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the cartridge with approximately 150 units and received a cartridge alarm 5. The customer's blood glucose (bg) level was impacted prior to the event; however, the contact stated that the time it took to load the cartridge may have further impacted bg level. A bg value was not provided and the contact stated that they would take care of the bg level. The customer was able to successfully load a new cartridge.